Manufacturer narrative:
No product was returned for evaluation. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, the patient reported she was hospitalized with hyperglycemia on (B)(6) 2013. Her blood glucose was 500 mg/dl in the morning, and she delivered boluses via the infusion device but was unable to lower her blood glucose. Her husband took her to the hospital, and her blood glucose was 600 mg/dl and she was dehydrated and vomiting. She disconnected from the infusion device and was treated with an IV of insulin. She restarted the infusion device and was discharged from the hospital on (B)(6) 2013. She met with a pump specialist and was told hyperglycemia was caused by scar tissue at her infusion site. No error messages were received on the infusion device, and there was no insulin leakage in the system. The infusion set was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.